Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: reamer/ irrigator/ aspirator drive shaft got broken and the locking clip (for ria) got disengaged: during reaming of the medulla of the patient surgeon was advised to place the locking clip properly but surgeon stated that thought it was placed properly. During reaming the instrument got broken inside the patient and the locking clip got disengaged at the same time. Some of the fragments were collected and few stayed inside the medulla, surgeon stated that it is more safe to not to remove the fragments rather than going through a long procedure to remove the tiny fragments that will not cause any affect to the patient. The patient is in a good condition and it was reported there was no effect of the incidence other than elongation of the operating time. Surgeon stated he blames the unclear instruction regarding the placement of the locking clip. This report is on the (ria) drive shaft. This is 1 of 2 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Add'l pro code: hrx. Device is an instrument and is not implanted/explanted. A review of synthes device history records for lot 15803-01 revealed the drive shaft ¿ minimum 520mm length ¿ for use with ria was manufactured by criterion tool & die. (B)(4). Parts conformed to all requirements. The parts had been reworked per the normal manufacturing process to etch the ce mark and passivate. The certificate of compliance was dated (B)(4) 2011. (B)(4) parts were released to the warehouse on (B)(4) 2011. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was returned and the investigation is ongoing. Placeholder.